Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.

Event description:
Reported one false negative flu a result on sofia flu+sars. Patient was symptomatic. The customer communicated the result was confirmed by another rapid antigen assay.